Event description:
It was reported that this pacemaker exhibited high pacing thresholds. A revision procedure was planned for the leads. During this procedure the device was removed and the leads were tested again with acceptable measurements achieved. The device was then explanted and expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited high pacing thresholds. A revision procedure was planned for the leads. During this procedure the device was removed and the leads were tested again with acceptable measurements achieved. The device was then explanted and expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination identified a hole in the seal plug. Dimensional analysis of the header was completed. Each port measured as expected. Functional testing was undertaken and the device did not perform as expected. The device case was removed to facilitate inspection and testing of the internal components. High powered visual inspection found that the battery insulation liner did not completely insulate the battery, resulting in the battery case making contact with the device case. This resulted in the reported clinical observations.